Manufacturer narrative:
Device not returned

Event description:
It was reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. It was also reported that the pump time was incorrect, cause was unknown. Customer reported a blood glucose level of 260 mg/dl. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.